Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd integra¿ syringe with detachable needle leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Investigation summary: sample evaluation: one loose 3ml integra assembled syringe with needle was received by bd (B)(4) and reported to be from batch #4202864. The sample was visually evaluated. The syringe was not activated and the stopper was identified to be from mold c-249 cavity 26. The stopper appears to have been cut in four locations by the cutter. These cuts in the stopper appear to be all the way through the stopper which would result in leakage. DHR review for batch 4202864: manufacturing date: 8/03/2014 to 08/06/2014. Batch quantity was 360,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4202864 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Root cause undetermined.